Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic with a sore, red, oozing pocket. The device pocket was infected shortly after a standard device change out. The patient was provided antibiotics but no further intervention has taken place to address this issue. The patient was stable.